Event description:
No sample or pictures available for evaluation. Therefore, it was not possible to replicate or confirm reported failure. Root cause: probable root cause could be related to the customer used a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, in the event that occlusions are observed, the user is instructed to back prime to loosen the plunger. If that does not resolve the upstream occlusion: 1. Remove the syringe from the administration set. 2. Manually exercise the plunger to free up the resistance. 3. Reconnect the syringe. 4. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually. In addition, another probable root cause could be related to a blockage at the secondary port needle-free valve which was preventing a secondary infusion.

Event description:
The following has been reported: "upstream occlusion alarm. Waiting for more details on setup. No patient harm." This issue stopped an active infusion. Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.